Event description:
The stapler that we used was not recognized by the instrument. They changed the arm drape and that didn't solve the problem, they changed out the stapler and the problem was fixed. The caregiver called the 1-800 number and nothing was wrong as far as the robot is concerned. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). Waiting to receive the investigation results from the vendor.